Event description:
It was reported that approximately 14 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension in the right iliac artery, a distal type I endoleak was noted on the left iliac artery of a bifurcated device. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The actual device was not returned for evaluation and medical records although requested, were denied by the hospital. Based on the review of the event, information available, manufacturing records, and previous complaints, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling. The cause of the reported event cannot be conclusively determined. (B)(4): remains implanted in the patient.